Manufacturer narrative:
The sample involved in this incident has been requested for evaluation. Should the sample be returned, evaluation results will be provided in a follow up report. A review of the product-reporting database revealed no similar reports have been received for lot #05b039. A batch review has been requested for lot #05b039. Should this review reveal any aberrances related to the reported condition, this information will be provided in a follow up report. This product is manufactured for distribution outside of the united states and is being reported due to it being the same as or similar to product distributed in the u.s. The reporter states the diluent used in this incident was normal saline. The direction insert for this device states "the folfusor is designed to operate at the nominal flow rate using 5% dextrose (d5w) as the diluent to provide the correct fluid viscosity. There will be an approximate 10% increase in the nominal flow rate when 0.9% sodium chloride (ns) is used as the diluent." The total fill volume of this device was reported as 125ml. The direction insert states the nominal fill volume for this device is 240ml plus 3ml residual volume. The direction insert states "a 10% or greater increase in flow rate may result when the fill volume is reduced to 60% or less of nominal." The device involved in this incident was filled to 51% of the nominal fill volume.

Event description:
"Flow difficulty during patient use." According to the report the device contained 5fu, oncofolic and normal saline; total fill volume unknown. Report states no patient injury resulted and no medical intervention was required. Additional information received indicates that the device delivered the total infusion in 16 hours versus the expected 24 hours. The device contained an unknown concentration of 5f, unknown concentration of oncofolic, and normal saline for a total fill volume of 125ml.